Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with dizziness. Cross talk was noted on the right atrial (ra) and right ventricular (rv) leads. The patient was hospitalized and the leads were reprogrammed. No further patient complications have been reported as a result of this event.